Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to an insufficient breath detection in CPAP mode at high leak levels. This will be improved with software v6.0.1800.0 once available.

Manufacturer narrative:
The suspect device has not been returned for evaluation. However, vyaire medical preliminary analysis reported that the patient apnea time was set at 26 seconds and periodically, tidal volume alarms becomes high but no obvious reason for patient harm. Flow sensor, circuit, exhalation valve all set up correctly and circuit test was passed successfully. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e experienced apnea alarms on non-invasive (niv) mode while on a patient that is not apneic. Patient has a respiratory rate of 20 breaths per minute. The customer confirmed that the patient was not transferred to another ventilator and no patient harm reported associated with this event.